Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of over 600 mg/dl with high ketones. Reportedly, the cause was unknown. The customer attempted to resolve the issue by delivering a correction bolus. The customer went to the emergency room (ER) where intravenous fluids and insulin was administered to address the elevated bg. The customer left the ER not feeling well, however with a bg of 230 mg/dl with the issue was resolved.